Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer reseated row ribbon cables and retractor bands for both the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system that had a drawer failure, device not detected on bus and unable to close the drawer. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.